Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were large air bubbles in the tubing below the luer lock. The customer's blood glucose level was 201 mg/dl. Reportedly, the customer filled tubing to successfully remove the air from the tubing and insulin delivery was resumed.